Event description:
The device was used during a hip arthroscopy procedure. The operative leg was adducted under traction, then it suddenly gave away, releasing traction. The surgery was concluded with a staff member physically holding the device to prevent it from giving away. No injury or adverse effects to the patient were reported to maquet. (B)(4).